Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the atw35 instrument reload broke when reloading. The metal part and plastic fell apart. A new cartridge was used to complete the case. Another instrument was used to complete the case. There was no consequence to the pt.